Manufacturer narrative:
(B)(4).

Event description:
Information received from a healthcare provider for a clinical study via a manufacturing representative reported undesirable stimulation with pain in the leg which occurred after the visit on (B)(6) 2015. The stimulator was stopped, restarted, and reprogrammed which resolved the issue on (B)(6) 2016. The event was assessed as not serious, not related to the procedure, and related to the device. Medical history included fecal incontinence due to obstetrical trauma since 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the onset of the adverse event was estimated to be (B)(6) 2016. No further patient complications have been reported as a result of this event.